Event description:
Boston scientific received information that this device had a report of inappropriate shocking, due to a sinus tachycardia or supraventricular tachycardia. Due to the nature of the patients continued rhythm, device therapy was exhausted; however, no adverse patient effects were reported. There were no known programming adjustments performed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the previously reported field observations. The previously reported therapy exhaustion sequence was reviewed and confirmed. The device correctly sensed and delivered the appropriate therapy; however, due to the patient's condition, the rhythm failed to convert and the available shock therapy, then exhausted (normal operation). Additionally, no other performance issues were identified during the analysis process. This device has been archived at meeting specifications.

Event description:
Subsequently, this device was explanted and returned for laboratory analysis. No additional field allegations had been received during the implanted duration and return information indicates the product had been explanted due to normally depleted battery.

Manufacturer narrative:
To date, the device remains implanted and in service. If new information is received, a follow-up report will be submitted.